Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that fluid ¿sprayed¿ during the flush. When the nurse was flushing the patients IV line to assess patency before administering cefepime, she forgot to take the curos cap off the extra port and fluid ¿sprayed¿ during the flush. No patient harm noted.

Event description:
It was reported that fluid ¿sprayed¿ during the flush. When the nurse was flushing the patient's IV line to assess patency before administering cefepime, she forgot to take the curos cap off the extra port and fluid ¿sprayed¿ during the flush. No patient harm noted. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Revised b5, revised suspect to ext tubing and revised concomitant (alcohol cap) additional information added to: d4, & d11. The customer complaint of fluid ¿sprayed¿ during the flush could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.